Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, following intraocular lens implantation surgery, the patient experienced refractive error. Hence the lens was explanted and replaced with atiol (advanced technology intraocular lens) in a secondary procedure. Additional information has been requested but is not available at the time of this report.